Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis investigations confirmed, the customer reported complaint of cracked black cable at the top of the maryland instrument. The maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed, near the conductor wire-yaw pulley entry. Additional information not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The thermal damage was not near the conductor wire-yaw pulley entry.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. Operating room (or) staff noted, that the maryland bipolar forceps instrument cable was broken at the top of the instrument. No fragments fell into the patient. The procedure was completed with no reported injury.